Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient forgot to remove needle guard while inserting infusion set cannula on (B)(6) 2024. The site of location of infusion set was abdomen. The issue was observed within three or more hours of insertion. The infusion set was in use for five hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.